Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/1/17 phone call, 5/5/17 phone call, 5/8/17 phone call.

Event description:
The hospital reported the unit had a large leak during a case. There was no report of patient injury.